Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen via an implantable infusion pump. It was reported that "a few years ago" therapy issues began and the caller stated that they believed there has been intermittent catheter issues. A side port aspiration was not successful and the caller stated there was either a fracture or clog of the catheter and at this point they have decided not to do surgery to replace the catheter. There is only saline in the pump currently. The pump was programmed to the permanent shut off state.